Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter name/email. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system, implanted with non boston scientific leads, exhibited right atrial (ra) lead noise with oversensing in stored atrial tachy response (atr) episodes. There also appeared to be some rapid ventricular response (rvr) due to atrial arrhythmia. It was noted that lead measurements were within range. Technical services (ts) discussed troubleshooting options, and further ra lead evaluation was recommended. This pacemaker system remains in service. No adverse patient effects were reported.